Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2020 by the journal of shoulder and elbow surgery, titled ¿eclipse stemless shoulder prosthesis vs. Univers ii shoulder prosthesis: a multicenter, prospective randomized controlled trial¿. The study reviewed sixty-eight (68) patients who underwent anatomic total shoulder arthroplasty (atsa), using univers ii (arthrex) and univers pe keeled glenoid (arthrex) or univers pe pegged glenoid (arthrex), to address degenerative osteoarthritis, avascular necrosis, post-traumatic arthritis, and/or rheumatoid arthritis. During the twenty-four (24) month follow-up period, one patient experienced distal clavicular excision leading to reoperation. Source: romeo aa, erickson bj, costouros j, et al. Eclipse stemless shoulder prosthesis vs. Univers ii shoulder prosthesis: a multicenter, prospective randomized controlled trial. Journal of shoulder and elbow surgery. 2020;29(11):2200-2212.